Manufacturer narrative:
(B)(4). Title: aortic valve replacement through right minithoracotomy: is it really biologically minimally invasive? Citation: ann thorac surg 2015;99:826¿30 authors: elisa mikus, md, simone turci, md, simone calvi, md, massimo ricci, md, luca dozza, ms, and mauro del giglio, md.

Event description:
Medtronic received information via literature review that a retrospective study was performed to evaluate whether minimally invasive surgical valve implants have minimal biologic damage. The study took place between january 2010 and march 2014 at two medical centers in (B)(6). The population included 206 patients (predominantly male; mean age 71.4 &#6193;2 years), 6 of which were implanted with medtronic mosaic bioprosthetic surgical valve (serial numbers were not reported). Among all patients 3 in-hospital deaths occurred; none of the deaths were attributed to medtronic product. Among all patients the following adverse events occurred: 3 intra-operative paravalvular leaks, 30 atrial fibrillation, 3 permanent pacemaker implants, and 16 incidents of bleeding treated with re-exploration. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.